Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the working length was twisted, the exposed cutting wire was discolored, and the cutting wire appeared to have melted/split the extrusion at the distal pierce hole. The split extrusion caused the cutting wire anchor to slide proximally from the distal pierce hole and, therefore, altered the exposed cutting wire length to become shorter. A functional evaluation found that the device does not meet the minimum bowing specification due to the split extrusion and the resulting shortened exposed cutting wire length. The cutting wire remained attached to the device with the anchor. The condition of the returned device was consistent with the complaint that the device failed to bow. During manufacturing, the sphincterotome devices are 100% inspected and the split extrusion is likely due to procedural factors. Therefore, the most probable root cause is operational context. The device history record review confirmed that the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was used in a procedure to remove stones from the common bile duct on (B)(6) 2011. According to the complainant, during the procedure, the device failed to bow and the cutting wire did not appear to have enough tension. Upon removing the device from the patient, it was noted that the anchor on one end of the cutting wire had separated from the catheter. No portion of the cutting wire detached from the device inside of the patient. The procedure was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was used in a procedure to remove stones from the common bile duct on (B)(6), 2011. According to the complainant, during the procedure, the device failed to bow and the cutting wire did not appear to have enough tension. Upon removing the device from the patient, it was noted that the anchor on one end of the cutting wire had separated from the catheter. No portion of the cutting wire detached from the device inside of the patient. The procedure was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be good.